Event description:
It was reported that a device failure occurred during use. This situation was alarmed by the device. It was further reported that a circuit disconnection frequently occurred prior to the device failure. There were no patient health consequences reported. He device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The log file of the affected device was made available and analyzed for investigation. Based on the log file analysis it could be verified that the alarm ¿device failure¿ was posted at 07:17 p.m. On the (B)(6) 2025. Other than reported, there were no ventilation-related entries logged on the (B)(6) 2025. In addition, alarms such as "airway pressure low" and "disconnection?" Were issued by the device. The alarm message ¿device failure¿ was caused by a detected significant difference between the measured inspiratory and expiratory airway pressure greater than 5 mbar. In reaction to this deviation in the pressure measurements the device preformed a pressure release (the safety valve opens to ambient). The log file entries indicate an application issue as root cause of the detected significant difference in expiratory and inspiratory pressure. There was no technical malfunction of the device found as root cause for this event. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case the safety software detects a deviation concerning the pressure measurement system, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms are posted to alert the user of the situation. Manual ventilation with an alternate device may be considered necessary. In the current event, the device reacted as specified and generated a corresponding alarm message. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.